Manufacturer narrative:
Accudrain without the anti-reflux valve (ins8400) was not returned, and no photo was provided that could clarify the cause of the reported blockage. Therefore, a verification cannot be made to determine a possible root cause. It is noted that the device was implanted on (B)(6) 2024 and was reported clogged on (B)(6) 2024; therefore, the unit worked for 4 consecutive days without any issues. It was also reported that the neurosurgeon associate was able to unclog the device and that it was still in use on (B)(6) 2024 (removal date is unknown). This supports that the reported condition is not related to a device malfunction. In addition, the customer reported three (3) separate complaints (this one included) related to clogged units involving two (2) different lots: (7403915 and 7403931); however, there are no other complaints for the reported lots aside from these ones. Lot number information has been provided; therefore, device history records (DHR) was reviewed, and no anomalies were found. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the accudrain without the anti-reflux valve (ins8400) was placed on (B)(6) 2024 and was found to be clogged on (B)(6) 2024. As a result, the accudrain was resolved with scanner and rinse, and the device remains implanted. No information has been provided on patient outcome.

Manufacturer narrative:
The accudrain without the anti-reflux valve (ins8400) was subsequently returned: failure analysis - the unit¿s lot number: (7403931) confirms the lot number reported by the customer. The unit was visually inspected, and it was noticed that the unit had been cut just under the patient-line stopcock. Also, there was a blue stripped line attached to the zero-reference stopcock. Water was passed through the blue stripped line and into the system through the zero-reference stopcock and water flowed freely: no occlusion noticed. Also, water was passed through the patient line stopcock and no occlusion was detected. Therefore, the complaint is unconfirmed for occlusion. Root cause - it is noted that the device was implanted on (B)(6) 2024 and was reported clogged on (B)(6) 2024; therefore, the unit worked for 4 consecutive days without any issues. It was also reported that the neurosurgeon associate was able to unclog the device and that it was still in use on (B)(6) 2024 (removal date is unknown). This supports that the reported condition is not related to a device malfunction. In addition, the customer reported three (3) separate complaints (this one included) related to clogged units involving two (2) different lots: (7403915 and 7403931); however, there are no other complaints for the reported lots aside from these ones. Based on the foregoing, a probable root cause has been identified in the product IFU¿s ¿complications¿ section as follows: ¿obstruction, partial obstruction, or irregular flow, may occur. Causes may include (but not limited to) obstruction by particulate matter (blood clots, fibrin, brain fragments), or mal-positioning of the ventricular catheter." No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.